Event description:
When the primary audible alarm activated on the ventilator the remote nurse call did not alarm as specified. The ventilator was in use, and the customer reported there was no pt harm. The respironics service technician confirmed the reported problem. The service technician replaced the main printed circuit board to correct the problem. Performance verification and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications.